Manufacturer narrative:
(B)(4). There was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens was damaged upon receipt and or opening the package. However, the device was returned to amo (B)(4) site on (B)(6) 2015. A photo showed that the lens was torn at the edge of the optic. No further information was provided.

Manufacturer narrative:
Additional information provided by the customer confirming that there was no patient contact per the surgeon and that the lens was only prepped during handling, but prior to insertion. No further information was provided.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Product evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The visual test did not verify the reported complaint of haptic distorted/bent. Both haptics were acceptable and in good condition. A chipped edge was observed on the lens'' loop drill hole area. The haptic has some material adhered to it, and it rests on the remaining part of the spare tire part. This might have caused the lens to appear to have a damaged loop. The visual inspection criteria during manufacture would have captured the chipped edge before releasing the lens. The chipped edge is caused by improper lens handling. No product deficiency was identified. The complaint reported was not verified. Manufacturing record review a review of the manufacturing records was performed. The review did not identify any no non-conformance reports that were associated with this production order. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. The manufacturing record review showed that the product was manufactured according to specifications. There is no evidence of a non-conforming product being released under this production order. No product deficiency was identified. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.